Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer has used pump supplies over 48 hours with lispro insulin. Tandem technical support educated the customer supplies should be changed every 48 hours.